Event description:
It was reported that a user received repeated alert 38 notifications indicating a motor stall after restarting the pump more than three times, and the issue persisted until a guided dry run produced no alert and the user then changed cartridge and connector supplies from the reported lots. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and normal use after supply changes. Investigation included guided troubleshooting, a dry run without insulin, and education on replacing disposables. Investigation of this case revealed that the pump motor stall alerts were not reproducible during the dry run and that replacing the disposable components resolved the operational concern, which is consistent with a transient use or disposable-related issue rather than a persistent device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was attributable to user or disposable setup factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.